Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the haptic broke when inserted into eye , in and out ; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported during the intraocular lens (iol) implant procedure, when iol being inserted into patient eye noticed haptic was broken. Additional information has been received that the lens was inserted and removed from eye and surgery completed with replacement lens. In surgeons opinion event was contributed by injector or cartridge or loading error.